Event description:
Report #1 of 2 received of a tubing rupture while in use with a power injector. Reportedly, power injector tubing was "piggybacked" into the patient's existing IV set and an unspecified amount of isovue 300 contrast was injected at an unspecified rate for an unspecified CT scan. At an unspecified point during the injection, the tubing ballooned and then ruptured. There was no blood backup or "outward leakage". The nurse changed the tubing, and the IV site remained patent. The CT scan was completed without additional contrast injection, and and adequate image was obtained.